Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager and all the tower doors were not detected on bus. The field service engineer (fse) replaced the medcart cables running down the back of the station, as the screws were broken and causing the cables to disconnect when the unit was moved. The cables were secured properly and tightened to prevent further disconnection. The tower and remote manager were brought back online and confirmed operational. The system functioned as intended after the field service engineer (fse) resolved the issue.